Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited low pacing impedance. The atrial lead was reprogrammed on (B)(6) 2023. During the reprogramming, the patient experienced pocket stimulation. Hence, the atrial lead was reprogrammed again. The patient experienced no consequences.